Event description:
It was reported that the user experienced a rapid rise in blood glucose to 348 mg/dl over approximately two hours while using the ilet system with a steel 6 mm contact/detach infusion set, with a high glucose alert and no reported supply issues, and the agent provided troubleshooting and education including a complete infusion set and cartridge change with therapy resumed. Symptoms included no reported clinical symptoms. Outcomes included no reported hospitalization and continued monitoring. Investigation included remote troubleshooting, review of use conditions and user statements, and confirmation of system setup steps. Investigation of this case revealed that the cause of hyperglycemia was unclear, with no confirmed device malfunction identified during guided set and cartridge replacement and resumption of insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.